Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03aug2023: the catheter has since been fully removed from the patient. No encrustation was noted on the catheter upon removal.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 30may2023. H6. Correction: annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30may2023: it is unknown if the stent was encrusted since the catheter is still inside the patient. The physician will attempt to remove the catheter device section that was left behind in the patients ureter at a later date. The product did cause or contribute to the need for additional procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 27jun2023. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional info received 27jun2023: the customer consulted with foreign trade and accounting departments and determined that the device cannot be returned because the device was invoiced and the customer did not provide documentation ensuring the product return.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary cook was informed on (B)(6) 2023 of an incident involving a filiform double pigtail ureteral stent set (rpn: 133626; lot: 14012967) that broke into pieces when the physician was removing the stent from the patient on (B)(6) 2023 that had been initially placed on (B)(6) 2022. Fragments of the stent were removed from the bladder and ureter. An attempt was made to remove a fragment from the kidney without success due to poor visibility. The section of the stent that was not initially able to be removed was successfully removed on a later date. Per the customer, this section of the stent was not encrusted and this incident did not result in any adverse effects with the patient. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device was conducted. A device failure analysis was unable to be conducted as the product was not returned to cook for inspection. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_dpss_rev3] ¿filiform double stent,¿ provides the user with the following information related to reported failure mode: ¿precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested.¿ ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the root cause for this incident was unable to be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code = 14025-090; initial reporter phone = (B)(6). Initial reporter: occupation = quality coordinator. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a filiform double pigtail ureteral stent removal procedure, the catheter broke into several pieces within the ureter. The stent was placed (B)(6) 2022. When the stent was being pulled, it started to break. A cystoscopy procedure was performed to locate and remove the broken catheter pieces with tweezers. Fragments from the stent were removed from the bladder and ureter. An attempt was made to remove a fragment in the kidney, but was not able to be removed due to poor visibility related to the manipulation of the ureter. A section of the device remained inside the patient's body. The patient does require an additional procedure due to this occurrence. The product did not cause or contribute to the need for additional procedure.